Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Customer allegation pump went off with alarms and screen was blank, pump rebooted and I noticed there is a crack in the pump. Insulin pump perform visual inspection and pump received with pillowing keypad overlay and cracked retainer. Test reservoir, pcap lock properly inside the reservoir tube. Insulin pump passed displacement test, self test, sleep current measurement and active current measurement within specifications. Insulin pump was monitored and functioning properly. No unexpected blank display noted during testing. Insulin pump was cut/open and inspected no moisture damage or component damage found inside the pump. Insulin pump uploaded properly to the carelink software and communicate properly. Insulin pump communicated properly with the test guardian transmitter and tested with glucose sensor simulator. Pump history was download successfully and power management graph successfully generated. No unexpected power alarms or power anomalies on the event date. Insulin pump passed required testing. Blank display not confirmed. Insulin pump was confirmed for physical damage on the cracked case corner of the belt clip rails near the battery compartment.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. It was reported that the insulin pump went off with alarms and screen went blank and it was rebooted then noticed there was a crack in it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.